Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was repoted that before using the bd ultra-fine¿ insulin syringe foreign matter was found on the needle. The following information was provided by the initial reporter, translated from chinese to english: sucking "ranibizumab" with a disposable sterile insulin syringe before injecting vitreous drugs for the patient. After opening the syringe, foreign matter was found on the needle spot, and the syringe was immediately replaced to suck the liquid medicine to complete the operation for the patient.

Event description:
It was reported that before using the bd ultra-fine¿ insulin syringe foreign matter was found on the needle. The following information was provided by the initial reporter, translated from chinese to english: sucking "ranibizumab" with a disposable sterile insulin syringe before injecting vitreous drugs for the patient. After opening the syringe, foreign matter was found on the needle spot, and the syringe was immediately replaced to suck the liquid medicine to complete the operation for the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.